Event description:
A patient experienced bleeding while receiving v.a.c. Therapy for a dehisced above-knee amputation wound. The physician treating the patient stated that the bleeding was not related to v.a.c. Therapy.